Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
Note: this report pertains to one of two devices to be used during the same procedure. Refer to manufacturer report # 3005099803-2023-05673 and for the associated device information. It was reported to boston scientific corporation that axios stent and electrocautery enhanced delivery systems were to be implanted transgastric to pancreas to treat a pancreatic necrosis during an endoscopic ultrasound (eus) procedure performed (B)(6) 2023. During the procedure, the stent first flange (subject of this report) was deployed; however, the stent second flange could not be deployed. The stent was removed partially deployed on the delivery system. A second axios stent (the subject of MFR. Report # 3005099803-2023-05673) was used; however, the same device problem occurred. The procedure was completed with a different device. There were no patient complications as a result of this event.